Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, abdominal pain and discomfort. The cause of peritonitis was unknown. The patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, every 5th day, ongoing) and ceftazidime injection (1gm, intraperitoneal, once daily, ongoing) for peritonitis. The patient was recovering from the events. On an unknown date, the patient subsequently passed away. The cause of death was reported to be cardiac arrest. The pd therapy was ongoing till death. It was not reported if an autopsy was performed. No additional information is available.